Event description:
Boston scientific received information that this patient was implanted recently with this right ventricular (rv) lead and a non-boston scientific device. The health care provider contacted a boston scientific representative and reported suspicious behavior of the device. The non-boston scientific pre-discharge check noted normal function. However, today the boston scientific received information that this rv lead was on the septum. The patient's heart rate dropped the 30 beats per minute range and was slowing. Dopamine was reported to be administered. Again, a non-boston scientific device check showed normal device parameters. The patient was admitted to the hospital and a pericardial effusion was also noted which required tapping for removal.

Manufacturer narrative:
Event resolution was requested from the field representative who reported that the desired location for this lead or if this lead had dislodged and moved to the septum area could not be confirmed. No revision took place and the field representative was not aware of any lead allegations. It was unknown if the patient's heart rate drop was related to a lead issue or the patient's underlying condition post implanted. The patient was reported to be stabilized and discharged from the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.